Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2013. (B)(4) .

Event description:
It was reported that the right atrial (ra) lead exhibited high and variable impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.